Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occured in spain . It was reported that the patient experienced an insulin flow blocked alarm on (B)(6) 2026 during therapy, due to an occlusion in the tubing. No further information is available.